Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels of 300 mg/dl, 148 mg/dl and 48 mg/dl. Patient has treated with food. Patient had been experiencing low blood glucose levels for (B)(6). Gave him a juice box and half a granola bar the customer did not mention any symptoms of their blood glucose levels. The product was not returned for analysis.